Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent strut rows lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device anaylsis completed on 04dec2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.50x35mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Following predilatation, a 2.50x38mm promus element long stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.